Event description:
It was reported to boston scientific corporation (bsc) that an endovive safety peg kit was used during a percutaneous endoscopic gastrostomy (peg) tube placement procedure performed on (B)(6) 2024. On (B)(6) 2025, the peg tube fell out of the patient. It was reported that the patient stoma was not fully developed, and the patient was admitted to the emergency room for an outpatient procedure to replace the peg tube. The procedure was successfully completed using a non bsc device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the upn and lot number; therefore, the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Block h6 (device codes): imdrf device code a051201 captures the reportable event of peg tube dislodged or dislocated. Imdrf impact code f23 captures the reportable event of unexpected medical intervention (patient admitted to the emergency room for an outpatient procedure).